Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and functional testing were performed. During the functional testing a leak was identified at the bottom y site gland. The cause of the leak could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from its luer valve at the ¿2nd port up.¿ this occurred during infusion of an unknown drug. The reporter stated that the patient¿s IV drip was discontinued due to this event. There was no patient injury or medical intervention associated with this event. No additional information is available.